Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, the device was able to fire but had poor staple formation and incomplete staple line. They used another loading unit to complete the case. There was no patient injury.